Manufacturer narrative:
The acist angiographic injection system, model cvi, has been requested to be sent to the acist for investigation. The injection system is in transit to acist. Upon completion of investigation, a follow-up report will be submitted to FDA.

Event description:
User facility reported: during a coronary angiography air was injected into a patient. The patient experienced ventricular fibrillation and cardiac arrest. The patient subsequently recovered and was discharged from the hospital.